Event description:
As reported via (B)(4) study, a patient experienced periprocedural myocardial infarction based on the cec adjudication minutes. At the time of the index procedure, the angiography revealed 75% stenosis in the distal circumflex. The indication for the procedure was stable angina pectoris. The lesion was described as 10mm in length, class a, and de novo. The lesion was treated with a 3 x 13mm cypher rx at 10atm by direct stenting. As a standard procedure, the stent was post dilated with a 3 x 8mm balloon at 14atm. It was reported that the troponin I was 0.08 (0.05 unl) 6-12 hours post index procedure and 0.39 (0.05 unl) 16-24 hours post index procedure. As per the adjudication report, the ECG core lab reported no new major st-t abnormalities and no new q waves, but the elevated troponin I was later diagnosed as a periprocedural myocardial infarction according to the cec adjudication minutes. There were no procedural or angiographic complications noted and the patient was discharged the following day.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, ativan, bivalirudin, plavix, crestor, doxycycline, heparin, imdur, lortab, nitroglycerine, ranitidine, tenormin, tylenol, and vasotec. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi. This is an (B)(6) male with medical history including dyslipidemia, hypertension, copd and renal insufficiency. The indication for the index procedure was a positive functional study with angina. Angiography revealed a 75% stenosis in the distal lcx. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Single stent placement with post dilation was successfully completed. The site reported a 0% residual stenosis, no dissection and timi 3 flow. Pre-procedure, the ck was 121, the ckmb was 1.3 and troponin was <0.04. Post procedure the ck was 74, the ckmb was 1.6 and the troponin was 0.08. In the next set of enzymes was the ck was 75, the ckmb was 1.9 and the troponin was 0.39. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The ECG core lab reported no new st-t abnormalities and no q waves. The post procedure course was uncomplicated and the patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15094585 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.